Event description:
A report was received that the patient had bleeding at the incision site. The patient went to the emergency room and had a couple of stitches in it. The bandage that was put on in the emergency room had a very little drainage in that. The physician prepped the incision site with hibiclens and was sealed with dermabond adhesive. Xylocaine and epinephrine were injected around the incision site. The patient was doing well.